Event description:
The customer's father reported that "clicking sounds" were heard immediately upon filling the pod with insulin. Despite this, the pod proceeded to be used. The father stated that the pod "was not working" and that his daughter experienced high bg's (greater than 250mg/dl). The pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer noticed a "clicking" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no resistance was reported by the user). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger or the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.